Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. System related product: enveor-us lot # 0007987434. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was fully deployed at a depth of (4mm) on the non-coronary cusp and (6mm) on the left-coronary cusp. During removal of the delivery catheter system (dcs) the nosecone of the dcs snagged on the frame of the valve and caused to valve to dislodge into the non-coronary sinus. Because of the position of the coronary arteries, the valve was snared and re-positioned into the ascending aorta. A second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.